Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement products were sent to the customer. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial numbers (B)(6). At 13:44, the patient was tested using meter serial number (B)(6) and the glucose result was 21 mg/dl. At 13:47, the patient was tested using meter serial number (B)(6) and the glucose result was 19 mg/dl. When tested with meter serial number (B)(6), the patient did not have symptoms of hypoglycemia. At 13:49, the patient was tested using meter serial number (B)(6) and the glucose result was 70 mg/dl. This value was deemed correct. Controls run on both meters passed.

Manufacturer narrative:
Meter serial number (B)(6) was returned for investigation and tested using retention test strips, a retention battery, and retention controls. Control ranges: level 1 = 30-60 mg/dl level 2 = 261-353 mg/dl results: level 1 = 43 mg/dl, 43 mg/dl, 43 mg/dl level 2 = 298 mg/dl, 301 mg/dl, 302 mg/dl all returned results are within acceptable range. The investigation did not identify a product issue.